Event description:
A report was received that the patient was experiencing swelling, tenderness, and pain at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient had no pain or issue possibly related to the stimulator. The patient was dealing with an issue unrelated to the stimulator and will take no further course of action.

Event description:
A report was received that the patient was experiencing swelling, tenderness, and pain at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.